Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 200 mg/dl. Customer's sensor glucose level was 40 mg/dl. Customer advised the threshold suspend limit was 60. The sensor glucose and blood glucose readings have been off by over 150 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer mother advised they would call back to properly troubleshoot when the patient was present.